Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that she had experienced a seizure couple months back. Customer reported her blood glucose level was 180 mg/dl when she went to bed, and woke up with a blood glucose level of 39 mg/dl. Customer treated her low blood glucose level with juice and biscuits. Customer stated she was experiencing multiple low blood glucose levels and wasn't receiving any alarms. During troubleshooting, found the insulin pump was exposed to high magnetic field. Customer stated no physical damage on the device but there was a rattling sound coming from the device. Customer's blood glucose at time of call was 110 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.